Event description:
According to the reporter, a day following a partial gastrectomy (distal) procedure wherein three endoscopic stapling reloads were used, the patient had to be re-operated and supported in ICU (intensive care unit) due to postoperative hemorrhage and leak. It was found out that the leak was developed from the cut edge of gastric remnant. 14 days following the second procedure, the patient underwent a total (hyphal) gastrectomy procedure wherein a circular stapler was used. When the device was used for the anastomosis of the esophagus, there was a failure in connecting the oral anvil to the circular stapler which resulted to tissue damage and anastomotic leak from esophagojejunal anastomosis. The oral anvil was removed, and the procedure was converted to an open procedure. The surgeon used another circular stapler to continue the procedure. There was unanticipated tissue loss due to the issue. The surgical time was prolonged for 30 minutes or more. The patient¿s hospital stay has been extended. The patient was kept in ICU due to unstable/septic condition. The surgeon tried controlling the problem with the endoscopic application of a covered stent, but the results were poor. Thus 22 days following the second procedure, the patient had to be re-operated. A subtotal esophagectomy with cervical esophagostomy was performed. Four days following the 3rd procedure the patient died.

Manufacturer narrative:
Concomitant medical products: eeaxl25 (brand name: eeaxl25 eea xl 25mm-4.8sgl use stapler, lot number: p2a0645); eeaorvil25a (brand name: eeaorvil25a eea orvil 25mm automaticdv, lot number: n1a0037y); egia60axt (brand name: egia60axt egia60 artic extra thick sulu, lot number: n1j0865ry); egia60axt (brand name: egia60axt egia60 artic extra thick sulu, lot number: n1l01654y); unknown endo gi (brand name: unknown endo gia instrument, lot number: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,1 day post-operative of a partial gastrectomy (distal) and d2 lymphadenectomy for gastric adenocarcinoma after 4 cycles of flot neoadjuvant chemotherapy, where three endoscopic stapling reloads were used, the patient had to be re-operated due to epigastric pain, acute abdomen, shortness of breath, and possible postoperative bleeding and leak. There was liquid collection aspiration and extra drainage placement. A high amylase was identified in serum and in drainage liquid indicating the possibility of development of postoperative pancreatitis. After 2 weeks of no improvement and with the identification of fluid collection in the upper abdomen rich in amylase and billirubin (after transdermal aspiration) through imaging, the patient underwent a new laparoscopic total (hyphal) gastrectomy procedure where a total disruption of the oblique suture line of the gastric remnant was identified, covered by the left lobe of the liver. It was stated that a black head cartridge was used for the oblique line gastric cut. The operation was changed to open and a total completion gastrectomy with roux en y esophagojejunostomy was attempted with the use of 25 mm circular stapler and an oral anvil that was inserted by through the mouth. During the anastomosis of the esophagus, there was a failure in connecting the oral anvil to the circular stapler which resulted to tissue damage and anastomotic leak from esophagojejunal anastomosis. The oral anvil was removed then the surgeon used another circular stapler to continue the procedure. There was unanticipated tissue loss due to the issue. The surgical time was prolonged for 30 minutes or more. The patient developed postoperative leakage from esophagojejunal anastomosis with deterioration of the patient¿s clinical condition. The leakage was identified by imaging and transition studies. As a result, a fourth surgery was attempted in order to assist gastroenterologists to put a stent in the anastomotic leakage point, but the results were poor. The patient¿s hospital stay has been extended. The patient was kept in ICU due to unstable/septic condition. Due to further leakage and patient general condition deterioration, a fifth surgery, 37 days from the first procedure, was performed. Disruption of the anastomosis closure of the jejunum and cervical esophagostomy were performed. The patient died after four days. It was stated that the post-operative issues were related to the twice developed anastomotic leakage and the patient¿s death was related to the post-operative complications and not to the other medical issues.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,1 day post-operative of a partial gastrectomy (distal) and d2 lymphadenectomy for gastric adenocarcinoma after 4 cycles of fluorouracil, leucovorin, oxaliplatin and docetaxel (flot) neoadjuvant chemotherapy, where three endoscopic stapling reloads were used, the patient had to be re-operated due to epigastric pain, acute abdomen, shortness of breath, and possible postoperative bleeding and leak. There was liquid collection aspiration and extra drainage placement. A high amylase was identified in serum and in drainage liquid indicating the possibility of development of postoperative pancreatitis. After 2 weeks of no improvement and with the identification of fluid collection in the upper abdomen rich in amylase and billirubin (after transdermal aspiration) through imaging, the patient underwent a new laparoscopic total (hyphal) gastrectomy procedure where a total disruption of the oblique suture line of the gastric remnant was identified, covered by the left lobe of the liver. The patient was supported in the ICU due to leakage caused by the cut in the gastric remnant. It was stated that a black head cartridge was used for the oblique line gastric cut. The operation was changed to open and a total completion gastrectomy with roux en y esophagojejunostomy was attempted with the use of 25 mm circular stapler and an oral anvil that was inserted by through the mouth. During the anastomosis of the esophagus, there was a failure in connecting the oral anvil to the circular stapler which resulted to tissue damage and anastomotic leak from esophagojejunal anastomosis. The oral anvil was removed then the surgeon used another circular stapler to continue the procedure. There was unanticipated tissue loss due to the issue. The surgical time was prolonged for 30 minutes or more. The patient developed postoperative leakage from esophagojejunal anastomosis with deterioration of the patient¿s clinical condition. The leakage was identified by imaging and transition studies. As a result, a fourth surgery was attempted in order to assist gastroenterologists to put a stent in the anastomotic leakage point but the results were poor. The patient¿s hospital stay has been extended. The patient was kept in ICU due to unstable/septic condition. Due to further leakage and patient general condition deterioration, a fifth surgery, 37 days from the first procedure, was performed. Disruption of the anastomosis closure of the jejunum and subtotal esophagectomy with cervical esophagostomy were performed. The patient died after four days. It was stated that the post-operative issues were related to the twice developed anastomotic leakage and the patient¿s death was related to the post-operative complications and not to the other medical issues.

Manufacturer narrative:
Additional information: b5, d4 (expiration date, lot#). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.